Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during atrial lead repositioning procedure, physician noticed insulation breach on the lead. Physician suspected that the lead was nicked with scalpel during the revision procedure. Lead was explanted and replaced. Patient was stable and was discharged later same day.

Event description:
New information received notes that the atrial lead was dislodged and that was the reason for revision procedure.

Manufacturer narrative:
Correction:- date of explant should have been (B)(6) 2018 instead of (B)(6) 2018.